Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation by the manufacturer at the time of this report. A device history record review could not be conducted since the lot number was not provided. To perform a proper investigation and determine the source of alleged defect reported it is necessary to evaluate the sample involved in this complaint. Customer complaint cannot be confirmed based only on the information provided. Root cause is unknown. No corrective action can be established. If the device sample becomes available at a later date this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "the circuit was being used on a patient and the vent was auto-cycling. Upon inspection, the circuit was melted in 2 areas. Patient had no harm."

Manufacturer narrative:
(B)(4). One (1) incomplete 880-15kit neonate dual heated dual drain was received for investigation. The circuit was visually inspected for any signs of abuse/misuse/damage. The circuit had been cut with only a portion of one limb being returned. Approximately 18 inches of one limb was returned: the column end of the partial circuit was intact while 18 inches below the circuit and the heated wires had been cut off. The partial limb had two areas marked where the tubing had melted. The melted areas on the limb measure approximately three 3 inches away from the column end connector and another melted area approximately 5 inches from the column connector end. The heated wires remaining in the partial limb are "gathered" and "bunched". Functional inspection could not be achieved as the heated wire circuitry was crippled due to limb being cut off. (Cont.) Other remarks: the complaint has been confirmed. Investigation limited due to the condition of the returned sample. The 880-15kit is inspected 100% at the factory for correct operation and quality standards. IFU states, "do not milk or stretch tubing to remove condensation. Wire damage or circuit malfunction may occur. Do not place tubing on patient's skin. Do not cover tubing with sheets, blankets, towels, clothing, or other materials". Root cause of operational context is assigned to the complaint. However the operational context which lead to the melted tubing and damaged wires cannot be determined. No corrective actions to be assigned. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges "the circuit was being used on a patient and the vent was auto-cycling. Upon inspection, the circuit was melted in 2 areas. Patient had no harm."